Event description:
It was reported that the patient experienced a change in therapy effect, and was admitted to the hospital with weakness in his legs. It was noted that the patient was normally ambulatory. The physician decreased the patient's dose. The patient was staying overnight and a dye study was scheduled for the next day. It was noted that the physician had been troubleshooting the pump system for the last couple months. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient experienced a change in therapeutic effect following dosage changes. The patient was administered oral baclofen; and combined intrathecal and oral dose was 264 mcg/day. The patient's dose was increased to 300mcg/day; and the patient became unconscious and ended up in an emergency room. The pump dose was "turned down" and a dye study was performed. Results of the dye study were normal. The patient was experiencing stiffness and felt that he had no relief / no effect with regards to taking baclofen. The patient felt the medication was however going "in the spine" even though he was not experiencing any relief from it. The patient was continued taking 60 mg of oral baclofen daily; however the patient was "scared to titrate up again because of the last 2 incidents". The patient was electing to have the pump removed at some point. No planned explant date was provided. The healthcare provider indicated that there was nothing wrong with the pump, but the patient felt that it does not work for him and did not want it anymore. It was further noted that the patient had tried numerous therapies and does not want to try anymore; and he would rather just take the oral baclofen. The medication in the pump was confirmed as lioresal (baclofen).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).